Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms on initial inflation. The lesion being treated was a 99% stenotic, calcified lesion in the non-tortuous mid right coronary artery (rca). The procedure was successfully completed with a powersail balloon. There were no patient complications and patient status was reported as 'good'.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 1.9 centimeters proximally from the distal tip. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material nor the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these included the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was predilated. The manufacturing records for top assembly batch 6608282 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the balloon tear experienced during the procedure could not be determined.